Event description:
It was reported that for approx two weeks, the pt no longer has any hearing sensation. Allegedly, it stopped after a battery change. The audio processor was checked and it works properly. When the implant was checked, no rtf-signal was measurable. A part of the cable can be seen through the auditory canal (the pt has a radical cavity). A reimplantation is scheduled for (B)(6), 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.